Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported that her husband was hospitalized due to congestive heart failure and pneumonia. She also reported that the insulin pump was showing bad readings. Caller stated that the nurses felt that the insulin pump was not delivering insulin to his body. The customer's blood glucose was 359 mg/dl with reported symptoms of fatigue and crankiness. The customer was treated for high blood glucose with the insulin pump. Nothing further reported.